Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was insect contamination throughout the unit. The root cause for the contamination was ingress of insects. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a charger was unable to charge a battery.